Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the neck. Scratches and marks are observed along the body of the device. Material analysis: a material analysis was performed and concluded the following: "the returned device has surface damage consistent with contact abrasion with surgical cement during micromotion.1 the device¿s trunnion has a wear ridge due to intimate contact with the mating device¿s inner diameter. The fracture of the stem was fatigue-related. A fracture initiated on a lateral edge and propagated medially until becoming unstable and resulting in a final overload fracture. The above-mentioned issues are wear-related issues. No indications of non-conformances in the materials, nor of any manufacturing defects were seen on any of the surfaces investigated here." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device indicated that the stem is fractured at the neck. Scratches and marks are observed along the body of the device. A material analysis was performed and concluded the following: "the returned device has surface damage consistent with contact abrasion with surgical cement during micromotion.1 the device¿s trunnion has a wear ridge due to intimate contact with the mating device¿s inner diameter. The fracture of the stem was fatigue-related. A fracture initiated on a lateral edge and propagated medially until becoming unstable and resulting in a final overload fracture. The above-mentioned issues are wear-related issues. No indications of non-conformances in the materials, nor of any manufacturing defects were seen on any of the surfaces investigated here." The exact cause of the event could not be determined from the information provided; however, it is likely that the reported patient trauma contributed to the fracture. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that he is undertaking an trauma case revision on an exeter mitch combination with a broken exeter stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat# mmh-9988-0452; mitch trh md hd sz52-4; lot# fm071548; manufacturer: depuy cat# mac-9988-5258; std mitch trh cp sz 52/58; lot# fm063054; manufacturer: depuy.

Event description:
The customer reported that he is undertaking an trauma case revision on an exeter mitch combination with a broken exeter stem.